Manufacturer narrative:
The company representative examined the system and could not replicate the problem reported. Preventive maintenance was performed. The system was the tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log revealed system message (sm) (lost ac power) on (B)(6) 2013. This message confirms that the system shut down improperly, but doesn't indicate system nonconformity. A potential cause of sm (lost ac power) is the removal of the power cord while the system is on. A review of complaints for the last 24 months did indicate 1 similar report for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the system locked and would not power on again during a procedure. Following a delay of greater than 15 minutes, the procedure was completed with an alternate system with no impact to the patient.